Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology was mild tortuosity, mild calcification, and mild stenosis. It was reported that the stent graft delivery system was being advanced up the right iliac artery and was partially deployed down to the gate. The physician then advanced and deployed the iliac limb on the left side. Approx 15 minutes later, the physician went back and finished deploying the bifurcated stent graft. When the physician hit the quick disconnect back to pull the runners and nose cone back, nothing happened. The physician changed out the guide wires from a super stiff guidewire to a floppy guidewire, however, using fluoroscopy the physician could tell that the nose cone was proximal to the stent graft and could not be retracted back through the stent graft. The physician inserted a long 16 fr intro-sheath up to the gate than advanced and inflated a reliant balloon in the gate to provide stability and hold the stent graft, so the physician could use more force removing the delivery catheter. With force, the physician was able to remove the delivery catheter. There were no angiograms or films saved during the removal of the device. Upon final angiogram, it was noted that there is a small type ii endoleak but the stent graft was successfully placed. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Lack of info (no films available for evaluation).